Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed, based on the customer report, and the root cause was determined to be a use error due to an incomplete connection. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during use; the patient was not connected. The caregiver (cg) stated they did not connect the supply bag all the way and it became separated during prime. The cg wanted to know if they would need to setup with all new supplies. The technical service representative (tsr) explained to the cg that if a bag was connected and then became separated, they need to start over with all new supplies. The cg understood and would start over. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.